Event description:
It was reported that during a coronary stent procedure, the physician pulled the stent back through the guiding catheter, and the stent detached in the patient and remains there. The patient status is listed as "okay".